Manufacturer narrative:
(B)(4): analysis: upon receipt at medtronic's quality laboratory, visual inspection showed the blue tip of the device was missing from the distal end. Further inspection of the grit blast surface, showed no evidence of bonding residue. The product has been sent to the contract MFR for further analysis. Conclusion: the cause of this device could not be determined at this time. Should further info be provided, a supplemental report will be filed.

Event description:
Medtronic received info that this cannula's blue tip broke off during use. The tip has not been found. Additional info was requested.